Event description:
It was reported that prior to starting a davinci si surgical procedure, 'the cable broke during set up' on the maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported failure mode of broken cable could not be confirmed; however, engineering found bipolar pins damage. Both pins were found to be bent and loose to the side. Engineering concluded that damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.